Event description:
Dkbl was deployed into lung lesion with its wire exposed and attached to the pt's body in 2003. Prior to the operation one day later, the exposed wire was cut with its end exposed 5cm outside the body in order to provide for an easier operation. During procedure, the hookwire migrated into the pt and was not found in the thoracic cavity. CT scan revealed it was between ribs and posterior pectoral.